Event description:
It was reported that during a clinic visit, the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. The health care professional (hcp) called technical services (ts) and requested analysis of the device battery longevity. Ts analyzed the battery and determined that the device was depleting normal and the difference in battery longevity appeared to be due to high threshold outputs on the left ventricular (lv) lead channel. Subsequently, additional information was received that reported in a later visit, the patient reported experiencing pain at the pocket site. It was reported that a pocket revision was performed to remedy the issue, however, the patient reported still experiencing pain. The physician evaluated the patient and decided to perform a system explant of the crt-d system including the right atrial (ra), right ventricular (rv) and lv leads. The physician successfully explanted the crt-d and rv lead. However, during the procedure, the physician experienced difficulties extracting the ra and lv leads. The ra and lv leads were damaged and became severed. The leads were unable to be fully extracted. Portions of the leads remain in the patient's body. It was noted that prior to extraction, no lead issues were observed. No additional adverse patient effects were reported.